Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a flexible ureteroscopy procedure for removal of renal calculi using an ncircle tipless stone extractor, part of the basket wire became loose. The device was tested prior to use. After reaching the stone and manipulating it with the device, part of the wire at the top of the extractor became loose. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned for investigation. Accordingly, no physical examinations could be performed. The product lot was not provided. Thus, no device history record review or complaint history search could be conducted. The available information provides no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ a device from the same user facility with the same reported failure mode was returned which showed that one of the four basket wires was pulled free from the distal cannula. Based on the available information, including an examination of this representative device, cook has concluded that the most likely cause of this issue could not be determined. Possible causes of this event include incorrect basket assembly without enough glue applied to securely hold the basket wire in place, procedural factors encountered when removing the stone(s) that pulled on the basket wire with enough force to pull it free from the basket cannula, or a combination of these. Cook will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer name and address: phone: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy procedure for removal of renal calculi using an ncircle tipless stone extractor, part of the basket wire became loose. The device was tested prior to use. After reaching the stone and manipulating it with the device, part of the wire at the top of the extractor became loose. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.